Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the vns software was not loading on their dell handheld computer. Attempts for product return are in progress.